Manufacturer narrative:
Internal report reference number: (B)(4). Products were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 21-jan-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated is comfortable with meter.

Event description:
Consumer reported complaint for defective lcd display. Customer reported the numbers displayed partial characters and that they were blurry. The customer feels well and did not report any symptoms. Customer stated had taken his metformin medication based on results displayed. Customer stated he had taken the medication as prescribed by his doctor, whether he can see the test result or not. No medical intervention related to the use of the product was reported. During the call, a back to back blood test was not performed by the customer.